Event description:
After an implantation period of approx. 121 months, it was reported that the device shows the eos status. The ICD was explanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The ICD interrogation revealed the eos battery status detected on (B)(6) 2022. The device was implanted for 122 months and 40 charging cycles were recorded in the devices memory. The memory content of the ICD was inspected, revealing a normal current consumption of this device. However, the amount of charge taken from the battery was verified and the battery condition was not as expected. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The overall current consumption of the electronic module was measured and found to be normal and as expected. Analysis of the electronic module revealed no indication of a malfunction. Therefore, the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. During the analysis of the inner assembly an elevated internal battery impedance was identified. It is reasonable to assume that the increased impedance has led to a voltage drop and therefore to the clinical consequence. In conclusion, the device was implanted for approximately 122 months. Analysis of the devices electronic module showed no indication of a malfunction. Further investigations revealed an elevated battery impedance as the root cause of the clinical observation.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The ICD interrogation revealed the eos battery status, confirming the clinical observation. The device was implanted for 122 months and 40 charging cycles were recorded in the devices memory. The memory content of the ICD was inspected, revealing a normal current consumption of this device. However, the amount of charge taken from the battery was verified and the battery condition was not as expected. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The overall current consumption of the electronic module was measured and found to be normal and as expected. Analysis of the electronic module revealed no indication of a malfunction. Therefore, the battery was sent to the manufacturer for further analysis. The battery analysis is currently ongoing. As soon as the analysis is completed, this report will be updated.